Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer did not perform troubleshooting for high blood glucose reading. Customer believed blank display caused their blood glucose reading to rise. The insulin pump was blank at night but the display returned after troubleshooting. Insulin pump will be returning for analysis.